Event description:
Based on additional information received on 29-sep- 2017, this case initially considered as non-serious was upgraded to serious as the event of chemical peritonitis, painful micturition and pollakiuria were added with seriousness criterion as hospitalization. This unsolicited case from (B)(6) was received on (B)(6) 2017 from pharmacist. This case concerns a (B)(6) female patient who received seprafilm and after 6 days had chemical peritonitis; after 9 days had painful micturition, pollakiuria. Patient had underlying disease (surgery indication): foetal distress. Patient had no concurrent condition before surgery. Patient had no concomitant use of other medical devices. On (B)(6) 2017, abdominal caesarean section was performed for foetal distress, and 4 sheets of seprafilm were applied to the uterine wound and body without using sepralap (route, frequency, indication and form: not reported). It was reported that white blood cell (wbc) was 9560/mcl and crp (c-reactive protein) was 0.85 mg/dl immediately before the surgery. On postoperative day (pod) 1, wbc was 16400/mcl and crp 5.97 mg/dl. On pod 4, wbc was 11100/mcl. The patient had no pyrexia and her general condition was favorable after the surgery until the day of discharge (pod 7). Patient did not complain of abdominal pain or painful micturition. On pod 6 ((B)(6) 2017), chemical inflammation (mild) developed in the upper border of the uterine wound (application site) (the onset site seemed obvious to be the application site of seprafilm). Discharge examination with transvaginal ultrasound performed on the day showed a low echogenic image of fluid accumulation (55 mm in diameter) surrounded by highly echogenic septum in the anterior side of the uterus. No spontaneous pain or tenderness was noted on this site. On pod 9, ((B)(6) 2017) the patient had pain in the end of micturition, and had pollakiuria. Patient had no abdominal pain except for that during urination, and did not have feeling of residual urine. Patient was seen in the department of urology, and started to take a new quinolone antibiotic: tosufloxacin tosilate (ozex) and a urinary calculus discharge promoter: flopropione (cospanon). On pod 10, patient had pyrexia of around 38 degree celsius (38 degree celsius or above and below 39 degree celsius) in the night. On pod 11, patient revisited the reporting hospital, and was hospitalized because she had painful micturition and pyrexia. It was reported that wbc was 11900/mcl and crp 4.76 was mg/dl. Urinary sediments were unproblematic. From pod 12, antipyretic analgesic medication was used, and a lincomycin antibiotic: clindamycin hydrochloride (dalacin) was started in expectation of effects for anaerobes. On pod 17, patient had no pyrexia, and the subjective symptoms abated. Wbc was 8770/mcl and crp was 2.44 mg/dl. The treatment was again changed to a new quinolone antibiotic: levofloxacin (cravit), and patient was permitted to be discharged from the hospital. Patient was given: gatifloxacin: susceptible for anaerobes. On pod 39, the symptoms improved (no pyrexia). As of (B)(6) 2017, the patient was recovering from the event. Corrective treatment: not reported for chemical peritonitis; dalacin, cravit, ozex, cospanon, gatiflo for painful micturition and pollakiuria. Outcome: recovering for all events. Seriousness criterion: hospitalization for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Chemical inflammation: reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the post-caesarean section chemical peritonitis was suspected to be related to the use of absorbable adhesion barrier (seprafilm). Differential diagnoses were as follows: bacterial peritonitis: considered unlikely based on the symptoms (findings of internal and external examinations). Wound haematoma: considered unlikely based on the site and symptoms (findings of internal and external examinations). Chemical peritonitis due to vicryl thread: considered unlikely based on the site. Chemical peritonitis due to seprafilm. Additional information was received from an obstetrician/gynecologist on 29-sep-2017: this case initially considered as non-serious was upgraded to serious as the event of chemical peritonitis, painful micturition and pollakiuria were added with seriousness criterion as hospitalization. Verbatim was updated for the event of chemical inflammation to chemical inflammation/chemical inflammation (mild) developed in the upper border of the uterine wound (application site). Event of chemical inflammation/chemical inflammation (mild) developed in the upper border of the uterine wound (application site) was updated from diagnosis to symptom of chemical peritonitis. Medical history added. Suspect product and patient details updated. Lab tests added. Events of chemical peritonitis, pollakiuria and painful micturition were added along with its details. Clinical course was updated and text amended accordingly additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 9-oct-2017: the follow up information received does not change previous case assessment. This case concerns a female patient who had seprafilm placed after abdominal caesarean section and later had painful micturition and pollakiuria. Since events occurred after receiving the suspect product, causal role of suspect in the occurrence of the event cannot be denied. However the underlying event of surgery itself is a confounding factor.

Event description:
Based on additional information received on 29-sep- 2017, this case initially considered as non-serious was upgraded to serious as the event of chemical peritonitis, painful micturition and pollakiuria were added with seriousness criterion as hospitalization. This unsolicited case from (B)(6) was received from pharmacist. This case concerns a (B)(6) female patient who received seprafilm and after 6 days had chemical peritonitis; after 9 days had painful micturition, pollakiuria patient had underlying disease (surgery indication): foetal distress. Patient had no concurrent condition before surgery. Patient had no concomitant use of other medical devices. On (B)(6) 2017, abdominal caesarean section was performed for foetal distress, and 4 sheets of seprafilm were applied to the uterine wound and body without using sepralap (route, frequency, indication and form: not reported). It was reported that white blood cell (wbc) was 9560/mcl and crp (c-reactive protein) was 0.85 mg/dl immediately before the surgery. On postoperative day (pod) 1, wbc was 16400/mcl and crp 5.97 mg/dl. On pod 4, wbc was 11100/mcl. The patient had no pyrexia and her general condition was favorable after the surgery until the day of discharge (pod 7). Patient did not complain of abdominal pain or painful micturition. On pod 6 ((B)(6)2017), chemical inflammation (mild) developed in the upper border of the uterine wound (application site) (the onset site seemed obvious to be the application site of seprafilm). Discharge examination with transvaginal ultrasound performed on the day showed a low echogenic image of fluid accumulation (55 mm in diameter) surrounded by highly echogenic septum in the anterior side of the uterus. No spontaneous pain or tenderness was noted on this site. On pod 9, ((b))(6) 2017) the patient had pain in the end of micturition, and had pollakiuria. Patient had no abdominal pain except for that during urination, and did not have feeling of residual urine. Patient was seen in the department of urology, and started to take a new quinolone antibiotic: tosufloxacin tosilate (ozex) and a urinary calculus discharge promoter: flopropione (cospanon). On pod 10, patient had pyrexia of around 38 degree celsius (38 degree celsius or above and below 39 degree celsius) in the night. On pod 11, patient revisited the reporting hospital, and was hospitalized because she had painful micturition and pyrexia. It was reported that wbc was 11900/mcl and crp 4.76 was mg/dl. Urinary sediments were unproblematic. From pod 12, antipyretic analgesic medication was used, and a lincomycin antibiotic: clindamycin hydrochloride (dalacin) was started in expectation of effects for anaerobes. On pod 17, patient had no pyrexia, and the subjective symptoms abated. Wbc was 8770/mcl and crp was 2.44 mg/dl. The treatment was again changed to a new quinolone antibiotic: levofloxacin (cravit), and patient was permitted to be discharged from the hospital. Patient was given: gatifloxacin: susceptible for anaerobes. On pod 39, the symptoms improved (no pyrexia). As of (B)(6) 2017, the patient was recovering from the event. Corrective treatment: not reported for chemical peritonitis; dalacin, cravit, ozex, cospanon, gatiflo for painful micturition and pollakiuria. Outcome: recovering for all events. Seriousness criterion: hospitalization for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending. Chemical inflammation. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the post-caesarean section chemical peritonitis was suspected to be related to the use of absorbable adhesion barrier (seprafilm). Differential diagnoses were as follows: - bacterial peritonitis: considered unlikely based on the symptoms (findings of internal and external examinations). - wound haematoma: considered unlikely based on the site and symptoms (findings of internal and external examinations). - chemical peritonitis due to vicryl thread: considered unlikely based on the site. - chemical peritonitis due to seprafilm. Additional information was received from an obstetrician/gynecologist on 29-sep-2017: this case initially considered as non-serious was upgraded to serious as the event of chemical peritonitis, painful micturition and pollakiuria were added with seriousness criterion a.s hospitalization. Verbatim was updated for the event of chemical inflammation to chemical inflammation/chemical inflammation (mild) developed in the upper border of the uterine wound (application site). Event of chemical inflammation/chemical inflammation (mild) developed in the upper border of the uterine wound (application site) was updated from diagnosis to symptom of chemical peritonitis. Medical history added. Suspect product and patient details updated. Lab tests added. Events of chemical peritonitis, pollakiuria and painful micturition were added along with its details. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-sep-2017: this case concerns a female patient who had seprafilm placed after abdominal caesarean section and later had painful micturition and pollakiuria. Since events occurred after receiving the suspect product, causal role of suspect in the occurrence of the event cannot be denied. However the underlying event of surgery itself is a confounding factor.